Event description:
The facility contact called baxter product surveillance. She stated that a dialyzer had a blood leak within two minutes of patient connection. The patient was on a 1550 hemodialysis machine. The facility uses a manual reuse board. The bfr is set for 200 for the first minute. This is the only reading information she was able to give since the leak happened at the onset of treatment. The machine did alarm. The hemastix test was very positive; the check was done at the dialyzer. This is the only patient at this facility that uses the CT 190g dialyzer. This was a regularly scheduled treatment for this patient. The blood was not returned to the patient, therefore, the estimated blood loss is 200cc. This was the 22nd use for this dialyzer. The dialyzer was last re-processed in 2006. There was no patient injury or medical intervention.

Manufacturer narrative:
Baxter quality engineering received one used dialyzer. The dialyzer was visually inspected for defects relating to the reported fiber leak. No visually noticeable defects were found. The dialyzer was then tested for leaks using the manual leak test defined. The dialyzer experienced a pressure decay of 285.0 mmhg over the 60-second duration of the test. The "manual bubble point test" was then performed. The dialyzer experienced a pressure decay of 277.0 mmhg. Air was observed propagating from the venous side of the dialyzer near the venous dialysate port. Note that the leak location is inside of the test strip zone. The dialyzer was confirmed in the lab for fiber leakage, via pressure decay and visual leak testing. Since the leakage was shown to be located in the test strip zone (dialysate ports) the most likely cause for the observed leakage is fiber damage caused by improper test strip insertion. This type of fiber damage is typically related to use error. Fiber leaks can also be caused by improper water pressure regulation in the reprocessing stations, foreign matter in the rinsing solutions, or manufacturing defects but these are remote cases. Renal quality engineering and product surveillance will continue to monitor this product family for adverse trends and will take corrective/ preventive actions, as appropriate. The original equipment manufacturer (OEM), nipro, performed a batch review of the reported lot number: we (nipro) reviewed the manufacturing records, process inspection records, and release inspection records of the lot based on the reported lot number but found no problem in the lot. Manufacturing records: no trouble was found in the process. Process inspection records: no problem was found. Release inspection records: no problem was found. As stated above, we (nipro) confirmed that the lot concerned had been manufactured under normal condition. In addition, we (nipro) reviewed the sample evaluation results that had been reported along with the initial complaint notification and confirmed that a leak had been verified with the actual sample. Based on the information that this event occurred using a reused dialyzer (reuse 22 times); we infer that there were no problems when it was first used. It is surmised that water pressure in the reprocessing/preprocessing process, possible impact generated by an accidental drop of the unit prior to use and/or foreign matters possibly contained in the solution for the rinsing process may have affected the hollow fibers, causing the fiber leaks.